Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device data information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified as the reference number was not available. Review of event description: it was reported that the patient was implanted an original m.e. Mueller low profile cup on (B)(6) 2003 and underwent revision surgery on (B)(6) 2017 due to loosening. Products were not returned by the hospital due to hospital policies. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis and conclusion: it was reported that the patient underwent a revision surgery due to loosening. It is assumed that the cup was loosened. No products were not returned for the investigation. Lot numbers of the devices are unknown. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, possible causes for the reported failure for the cup include wear, wrong patient behaviour, high patient activity, insufficient bony support of the implant, surgeon being unfamiliar with implantation technique of the implant or correct indications/contraindications, and patient with high body weight. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4)..

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A mail requesting additional information was sent on march 3, 217 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a original m.e. Mueller low profile cup, cemented, 48/28 on unknown side on (B)(6) 2003. The patient was revised on (B)(6), 2017 due to loosening. It was also stated that the product wont be returned due to hospital policies.